Event description:
It was reported that the psa function of the (B)(4) programmer exhibited an error during the changeout of a competitor's device. The patient had an underlying rhythm of 30 pulses per minute and did not have pacing support during the time of the error. There was no harm to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.